Manufacturer narrative:
Findings: pump was received with compromised force sensor alarm during basic occlusion test and unable to prime at 4.0 lbs during prime test due to protruded/loose drive support disk. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was 138 mg/dl. The customer stated they are receiving a compromised force sensor alarm. The customer was advised that the pump would be replaced.